Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal ultrabag 2.5% therapy. Peritoneal dialysis therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was retrained. The patient was discharged from the hospital on (B)(4) 2012. The patient was treated with unspecified antibiotics. The patient is recovering. The event was not related to hcs machine, disposable parts, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed and the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd892950, gd892828, and gd892638 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.